Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number : (B)(4); model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient had no coverage on the right side. The patient underwent a lead revision procedure.